Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and obtained: what was the product code of the endocutter being used with the gst60g cartridge (plee60a, pse60a, ec60a, ect.)? Psee60a. When the staple formation was incomplete, was it interrupted; staples not present/visible on any portion of the staple line? Staples were visible on approx. First two thirds of staple line. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No was buttressing material utilized? If so, which product? Yes, gore seam guard. Was a leak test performed and if so, what was the result? No was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. What was the bmi and gender of the patient? Unknown. Are any photos available? No.

Event description:
It was reported by the sales rep that during a laparoscopic sleeve gastrectomy procedure; the staple formation was incomplete in the middle of the cartridge reload. Malformed staples led to excess bleeding during the first firing. The staple line was oversewn and a new gun was opened to complete the case. The device was discarded.